Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment shows no ts or suture remain on the delivery needle but were returned. Examination of t/suture construct showed t1 is bent, t2 and the suture showed no abnormalities. The delivery needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling, device would not function as intended. The reported t2 non-deployment is the direct result of bending the delivery needle during use. ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during the meniscus repair procedure after the t1 deployed, the t2 implant would not deploy when the knob was depressed. The procedure was completed with a back-up device. No patient injury was reported. 3 minutes delay was reported.